Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23mm sapien 3 valve was explanted due to valve thrombosis on postoperative day (pod) 26 of transfemoral tavr procedure. The s3 valve was replaced with an intuity valve. Also, mitral valve replacement and coronary artery bypass grafting (CABG) were executed.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the prosthetic valve thrombosis cannot be confirmed. However, investigation results suggest that patient factors (history of deep vein thrombosis, ckd stage iii) may have contributed to this event. The valve was explanted on postoperative day 26 due to thrombosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based additional information received. The following sections of this report have been updated: corrected b2, corrected b5, additional information added to b7, corrected h1, additional code added to h6 health effect impact code, additional code added to health effect clinical code, additional information added to h10. Per the instructions for use (IFU), hypotension and cardiogenic shock are known potential adverse events associated with the overall thv procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories, and multiple co-morbidities, including limited cardiac reserve that can impair recovery from the procedure. Poor ventricular function, and/or inadequate coronary perfusion combined with fluid overload and difficulties with oxygenation can lead to a progressive state of decline that may not be recoverable, leading to cardiogenic shock and/or end organ failure and death. In this case, there was no allegation or indication a product malfunction contributed to the thrombosis and cardiogenic shock. With the limited information available, the exact cause of the cardiogenic shock cannot be determined. However, it is possible that the prosthetic valve thrombosis, in combination with other patient comorbidities (severe mitral regurgitation and low ejection fraction), may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient developed cardiogenic shock on post operative day (pod) 19, the 23mm sapien 3 valve was explanted due to valve thrombosis on pod 25, and the patient expired on pod 46 of the surgical aortic valve replacement. The patient was implanted with a 23 mm sapien 3 valve in the aortic position via transfemoral approach. The patient developed cardiogenic shock on pod 19. Percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pumping (iabp) were implemented. On pod 22, echo revealed severe aortic stenosis, severe mitral regurgitation, and low ejection fraction (ef). On pod 25, surgical aortic valve replacement (savr), mitral valve replacement, and CABG were executed. The explanted sapien 3 valve was confirmed to have thrombus, and there was a possibility of pannus. The patient developed heart failure after the surgical aortic valve replacement (savr) on pod 25 and passed away on pod 46 of savr.

Manufacturer narrative:
The following report fields have been updated due additional information received: b3 (date of the event), g3.